Event description:
It was reported that the customer was hospitalized because her meter said that she was 53 mg/dl but when she got to the hospital, her blood glucose level was over 800 mg/dl. Customer had the following symptoms: nausea, fever, body aches, and vomit. Customer did not contact their health care professional for the high blood glucose levels. Customer has treated for their blood glucose levels. Customer was hospitalized on (B)(6) 2014 from 2-3 pm. Customer had diabetic ketoacidosis. Customer ran a manual prime and the insulin did exit the tubing. Customer found a closed black circle at the top of the display screen. Customer found a failed battery test alarm and multiple threshold suspend alarms. Customer was throwing up and then restarted her insulin delivery. Customer performed the high pressure test and passed. Pump was working as designed. Customer removed the infusion set from the body and found the cannula was bent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)